Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (belt connector will not latch) has been confirmed. Upon receipt, the trunk cable connector was warped. Upon evaluation, the belt failed incoming functional testing and would not communicate with a monitor. Upon investigation, pins 4, 5, and 6 were bent in the trunk cable connector. The cause is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the bent pins in the connector. The root cause of the bent pins cannot be positively identified but is likely excessive force placed on the trunk cable connector. No adverse event resulted from the damaged pins. The patient received a replacement electrode belt.

Event description:
A (B)(6) female patient contacted zoll customer support to report a code 204. The patient was issued a replacement electrode belt.